Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone that they were experiencing high blood glucose level 500 mg/dl. Insulin pump was rejecting new batteries and it received unexplained no delivery alarm. Insulin pump did alert low reservoir but reservoir was full of insulin. It was unknown if insulin pump was on auto mode. The insulin pump will not be returned for analysis.